Manufacturer narrative:
Additional information (09-oct-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data logs. Calibration and quality control recovered within the customer's expected ranges. Hsc observed that the customer compared the dimension total prostate specific antigen (tpsa) results with centaur instrument results which is not advised as per dimension total prostate specific antigen (tpsa) instruction for use (IFU). Dimension total prostate specific antigen (tpsa) instruction for use (IFU, 2019-07-29 l pn 755451.001 ¿ us, ref: (B)(4), issue date: 2019-07-29), states "the concentration of tpsa in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the psa assay used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining psa levels serially is changed, additional sequential testing should be carried out. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored". The cause of the event was due to the customer comparing the tpsa patient results between different products and the variation in results can be expected. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00216 was filed on 06-oct-2023.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding eleven (11) discordant total prostate specific antigen (tpsa) patient results obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
Eleven (11) discordant total prostate specific antigen (tpsa) patient sample results were obtained on a dimension® exl¿ 200 integrated chemistry system. The erroneous patient results were not reported to the physician. The same samples were reprocessed on an alternate advia centaur system from an alternate laboratory. The reprocessed results were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneous total prostate specific antigen (tpsa) patient results.